Manufacturer narrative:
The field service engineer repaired the grooves.

Event description:
The notches for the longitudinal and latitudinal positions are worn and the disc does not fall into the grooves properly. The notches can possibly slip out of the grooves with little force.